Event description:
Covidien; magellan hypodermic safety needle; 18g x 1-1/2" lot:004155, expiration: 2024-12-31 when placed on a syringe, liquid is spraying out of the pink connection piece. When screwing it onto a syringe, doesn't seat. The device will spin free. FDA safety report ID# (B)(4).